Manufacturer narrative:
Correction : this supplemental MDR has been filed as a correction, as the device associated with MFR no. 2016493-2025-95986 as the sn (B)(6)was linked to a duplicate work order. The reported event and the suspect device were already captured in MFR no. 2016493-2025-95776 as the sn (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis shown a blank white screen and stating a fatal error has occurred on the underlying data source. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis shown a blank white screen and stating a fatal error has occurred on the underlying data source. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.